Event description:
The customer reported that the system was slow and would not boot up. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge service representative performed an over-the phone investigation. The customer was instructed to reboot the system and allow it to do a self check. This action repaired the corrupt files and the system was then operating as intended.